Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that he replaced both the power management printed (pm) circuit board assembly (pcba) and the motor controller pcba to address this reported event. He stated that after replacing both, the matter was resolved. He was not sure which board was responsible for the issue.

Event description:
The customer reported a ventilator that emits a "chirping" noise when turned off. No patient involvement / harm.